Event description:
Device 1 of 2: reference MFR. Report#3006705815-2018-03299. It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2018 during which the migrated lead was explanted and replaced. It is unknown which lead was replaced therefore both are being reported. Effective therapy was restored following the surgery.